Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had issue with button pressing. Customer received a stuck button alarm, the scroll bar was not moving with no input. Customer stated that down arrow does allow them to navigate the screen and block mode was inactive. Customer stated an alarm was not in progress at the time the button was unresponsive. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.